Event description:
The sensor was inserted into the hip on (B)(6) 2024.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4 model no: - correction. D4 lot no: - correction. D4 expiration date - correction. H2 type of follow up: - correction. H4 device mfg date ¿ correction. H6 - correction. H10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire missing occurred. The sensor was inserted on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.